Event description:
Failure to osseointegrate.

Manufacturer narrative:
Occurrence date updated to (B)(6)2024. Failure mode updated to reflect best available information provided.

Event description:
Part/interface does not fit/align.

Manufacturer narrative:
Occurrence date updated to (B)(6) 2024.

Event description:
Part/interface does not fit/align.